Manufacturer narrative:
The hill-rom tech found the side communication cable was damaged. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the side communication cable to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm would not send a call to the nurses station. The bed was located at the account in med surge (B)(6) of the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).